Manufacturer narrative:
Product analysis: analysis confirmed the customer comment that the stylus would not calibrate to a usable level and the overlay/bezel assembly was therefore replaced and the xy printed circuit board/overlay cable/connector was cleaned and reseated. The stylus was then able to be calibrated using the 25 point method. It was additionally noted that the handle cover was broken, the cord door latch tabs were broken off and replaced with velcro, the keyboard latch, left keyboard hinge, both display latch hasps and the media bay door latch were broken and one upper bullet cover was missing. All found defective parts were replaced and all other identified issues were resolved. The hard drive was reconfigured, the software reloaded and updated and the device then passed all final functional and systems tests. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer's stylus would not calibrate to a useable level. The calibration was attempted twice then the stylus was changed and recalibrated and the stylus was still not able to be used. The programmer was returned for service. There was no patient involvement.